Manufacturer narrative:
510k: this report is for an unknown nail head elem: tfn helical blade /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported on an unknown date, the trochanteric fixation nail short was implanted during an open reduction of right hip. (B)(6), on an unknown year patient undergone removal of hardware due to pain in the hip area. All hardware was removed successfully without complications. The surgeon implanted a tension band plate after hardware removal to supply additional strength to the rt hip. No x-rays available. There was no patient consequence. Patient outcome is unknown. This complaint involves three (3) device. This report is 2 of 3 for (B)(4).